Event description:
Elderly female with history of hypertension, type 2 diabetes, chronic heart failure and atrial fibrillation undergoing laparoscopic hand assisted left radical nephrectomy. While attempting to gain large bore venous access in the right ac space the needle was successfully placed but when the guide wire was threaded into the vein, there was resistance. When the wire was removed, it was frayed. No harm to patient. Per anesthesiologist - while attempting to gain large bore venous access in the right anterior chamber space using a micropuncture v access kit, the rigid needle was in a vein. When threading the guide wire into the vein, there was resistance. As the wire was pulled, it looked as if it was shearing. The entire assembly-wire plus needle out together. Dr and anesthesia tech discussed the incident and involved vascular services. Vascular services advised to continue on with surgery. Before case was completed, vascular surgeon came to view fluoroscopic images to confirm there were no fragments.